Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the caused of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicates a 6f angio-seal evolution was selected for use following a heart catheterization. The physician deployed the angio-seal w/o difficulty and the pt stated pain was felt at the deployment site. The pt was discharged on (B)(6) 2013. The pt was readmitted on (B)(6) 2013 presenting with a fever. An incision and drainage (I and d) procedure was performed on (B)(6) 2013. The pt was discharged and readmitted on (B)(6) 2013 for another I and d procedure.